Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was not returned to the complaint investigation site for analysis. Based on the limited available information it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established. A review of the product record did not identify any issues during the manufacturing of the finished goods batch which may have contributed to the event. This investigation is assigned a most probable investigation conclusion code of cause not established.

Event description:
It was reported that a tip separation occurred. An agent dcb mr 2.00 x 20mm was selected for treatment of the target lesion. During preparation while outside the patient, the mandrel could not be removed. When it was pulled, the tip of the balloon detached. The balloon was replaced with another of the same device and the procedure was completed successfully. There were no patient complications.

Event description:
It was reported that a tip separation occurred. An agent dcb mr 2.00 x 20mm was selected for treatment of the target lesion. During preparation while outside the patient, the mandrel could not be removed. When it was pulled, the tip of the balloon detached. The balloon was replaced with another of the same device and the procedure was completed successfully. There were no patient complications.